Event description:
It was reported that the pressure transducer sub-test failed during the system check-out tests. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
Multiple requests for additional information, such as the completed service report, parts replaced/exchanged during the repair, or the device logs, were issued but, none of the requested information was provided for our evaluation. As a result of the lack of goods and without any additional information, we are unable to confirm or determine the root cause for the reported event.

Event description:
(B)(4).